Manufacturer narrative:
(B)(4). The reported event is currently under investigation.

Event description:
It was reported to customer services, during a peripheral procedure on a patient with a heavily scarred groin and calcification, another manufacturer's sheath did not work and the physician had to use an ansel. The valve came off during removal and the sheath began to unravel. The physician used hemostats to pull the device and the sheath continued to unravel. The patient was sent to the operating room for a cut down procedure to remove the device. It was additionally reported, the district manager explained to the user that the IFU suggests placing the dilator with the ansel to remove together when being used in a highly calcified or scarred groin. No additional information has been received.

Manufacturer narrative:
Evaluation- a review of the complaint history, device history record, quality control, trends, and a visual inspection with measurements were conducted during the investigation of this event. One used/damaged kcfw-7.0-18/38-45-rb-anl0-hc sheath was returned for investigation with the tubing separated into three segments. A wire guide was inserted through the two distal segments, which were connected by exposed coiling. The proximal segment was completely detached from the distal segments. It was reported that the valve had detached, however the check-flo assembly was still attached to the separated proximal tubing segment. Tnrt liner was found to be exiting from the check-flo valve. Also, the sheath tubing was frayed at the separation sites and contained sections with accordion-type wrinkling. The overall length of the sheath tubing segments was measured to be 45.4 cm. The device history record was reviewed and no nonconformances were noted. A review of the complaint database did not reveal any additional complaints for this lot and associated issue. There is nothing in the analysis or the reported information to suggest that there is a design or manufacturing related issue. Because the dilator had not been inserted during removal of the sheath, the root cause of this occurrence was determined to be "did not follow instructions/label." We have notified the appropriate personnel and will continue to monitor for similar complaints.